Manufacturer narrative:
Additional info will be provided once investigation is complete.

Event description:
It was reported that, while using a posterior approach, the doctor inserted the 1st anchor with 12 degree guide to repair posterior labral tear at the 7 o'clock position. After initial insertion into pilot hole by hand he began malleting. Anchor would not advanced past approx 70% insertion. He began to aggressively mallet the anchor and believes that he blew it out through the glenoid. It was further reported that the second anchor was inserted through a 0 degree guide at the 8 o'clock position. After insertion by hand he began malleting but the anchor would not advance. At this point, he did not feel comfortable continuing with this process so he attempted to remove the anchor. Anchor would not detach, so using ...